Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: head disassociation.

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion levels involving an accolade stem was reported. The disassociation was confirmed by a medical review. The abnormal ion levels was not conformed. Method & results:  device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review:  method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "I have reviewed the per, the implant record from the index tha surgery and an ap x-ray of the right tha. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. The x-ray confirms dissociation of the femoral head from a deformed femoral stem trunnion. The root cause of this problem can not be discerned from the limited information provided. Review of pertinent revision operative reports, labs, serial x-rays and retrieval analysis would be necessary to gain further insight in to the root cause for this issue." Product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot.  Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: the x-ray confirms dissociation of the femoral head from a deformed femoral stem trunnion. The root cause of this problem can not be discerned from the limited information provided. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, return of the device, pathology reports, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.